Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b5, b6, d1, d3, d4, d6a, g1, g2, g4, h4, h6 the event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later company representative reported "found both sides diffuse granuloma in ultrasound examination". Later it was confirmed rupture for the contralateral side. This record is for the right side. The device has been explanted. Un reporting rupture

Event description:
Patient reported unknown side "rupture." The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - granuloma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Patient reported unknown side "rupture." Later company representative reported "found both sides diffuse granuloma in ultrasound examination". Later it was confirmed rupture for the contralateral side. This record is for the right side. The device has been explanted. Un reporting rupture.